Manufacturer narrative:
The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump had blank display due to moisture damage on the electronics . Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had gone in a pool with their insulin pump and it stopped working. The screen had condensation in it. The customer¿s blood glucose level was 121 mg/dl. The screen went blank immediately after the insulin pump¿s exposure to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.